Manufacturer narrative:
Literature citation: raoul s, nguyen jm, kuhn e, et al. Efficacy of occipital nerve stimulation to treat refractory occipital headaches: a single-institution study of 60 patients. Neuromodulation. 2020;23(6):789-795. 10.1111/ner.13223 a2: this value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Please note ¿ the article indicates that each patient was implanted with either medtronic or st. Jude products and that it is unknown at this time which manufacturer¿s devices were involved in the events reported here. Follow-up will be conducted to determine how many, if any, of the patients in this report were implanted with medtronic devices; a supplemental report will be filed if additional information is received. Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: the authors objective was to assess the efficacy of occipital nerve stimulation (ons) to treat occipital headaches in a large series of patients (60 total) with a long-term follow-up. The authors ultimately concluded that the results of this large series confirmed that ons was an effective treatment option for patients with intractable occipital headaches, but the frequency of complications remained quite high and must be taken into account in the surgical decision. Reported events: six patients presented with electrode displacement or fracture. There were no further complications reported or anticipated. Please see regulatory report #2182207-2020-01036 for the serious injuries reported from this literature article.